Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have various scratches on the main tube closer to the distal end. The scratches measured approximately 0.0780¿ - 0.1440¿ in length and were axially aligned with the tube axis. Materials are missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 2 hours and 30 minutes of use, a part of the vessel sealer extended (vse) shaft was found and replaced. The customer said it would be difficult to recover the remaining residue, so they checked and left it. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the fragment falling into the patient was removal of the instrument. The instrument was in use for about two and a half hours. The surgeon did not notice an issue with the functionality of the instrument prior to the breakage. The instrument did not collide with other hard materials during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip/accessory collision. The instrument was removed during the procedure prior to the breakage. Upon final removal, the wrist of the instrument was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and no damage was noted to the cannula or the instrument after the event. The customer was not able to retrieve all the fragments. The fragments were from the plastic cover of the shaft, so no x-ray was performed. No additional surgical procedure was required to remove the fragments. The procedure was completed robotically. The patient did not return to the hospital due to post-surgical complications related to retaining a foreign object. There are no photographic images or a video recording of the procedure available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The event investigation is in progress.